Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient is not dependent on the device for normal function. It was noted that following an all terrain vehicle (atv) accident, rising pacing thresholds and a sudden loss of capture was observed on the left ventricular lead. The lead was capped (B)(6) 2018 and replaced. The patient was stable before, during and after the procedure.